Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transaortic valve deployment using the commander delivery system, the balloon burst. Bav was performed using a 20mm ew bavc. Following bav, the 23mm thv was prepped and implanted using the standard technique. During the deployment, the delivery system ruptured at or near its peak inflation. The valve did appear underdeployed, however it was stable within the annulus with mild pvl. A second delivery system was prepped and used to post dilate the thv. The pvl was reduced to zero.. Patient remained stable throughout the procedure. The cause of the balloon burst was attributed to the sinotubular junction (stj) calcification. The patient's native annulus had moderate calcification, moderate native leaflet calcification, and moderate aortic root calcification.

Manufacturer narrative:
The complaint device (commander delivery system) was returned to edwards lifesciences for evaluation. A balloon tear was noted on the returned delivery system. The returned complaint device was visually inspected for any abnormalities. A balloon burst/tear propagating both in the longitudinal and radial direction on the inflation balloon was seen. No other visual abnormalities were observed. Balloon single wall thickness measurements were taken with a calibrated digital blade micrometer along both sides of the observed inflation balloon tear. These measurements are taken to ensure that the balloon wall thickness is within specification as a thin-wall balloon could potentially contribute to a premature or irregular burst. All measurements meet the balloon single wall thickness specification. No relevant functional testing related to balloon burst was unable to be performed due to the returned condition of the inflation balloon (burst/torn). The complaint for balloon burst was evaluated and confirmed through visual inspection. A review of the components that are the most relevant to this complaint event did not reveal any manufacturing related issues that could have contributed to this reported event. A review of complaint history for the edwards commander delivery system from (B)(6) 2015 to (B)(6) 2016 revealed other returned complaints for the following failure mode: ¿balloon burst.¿ a review of the complaint history reveals that the occurrence rates did not exceed the (B)(6) 2016 control limits for the trend category of ¿balloon burst¿. No IFU/ training deficiencies were identified. During the balloon manufacturing, the balloon dimensions are 100% inspected for critical drawing specifications, including balloon diameter and wall thickness. Additionally, the balloon component is 100% inspected visually for defects including witness lines, contamination per (B)(4) crow¿s feet, scratches, gel-spots, and fish eyes. During manufacturing, the delivery system undergoes multiple 100% inspections. During the pleat and fold process, the inflation balloon is visually inspected for scratches and distortion/pinched folds. Distorted/pinched folds are inspected again in final inspection. The balloon is 100% visually inspected for visual defects such as mechanical damage, kinks, cuts, folds and balloon scratches. The commander delivery system is leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure test was performed on sample devices under a sampling basis during product verification testing. The burst pressure of tested units was measured and met the statistical requirements. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint for a ¿balloon burst.¿ the complaint for balloon burst was confirmed based on the condition of the returned device (balloon torn). However, visual inspection of the balloon did not reveal any abnormalities that could have contributed to the complaint event and dimensional inspection of the device revealed that the balloon wall thickness was within specification. Therefore, no manufacturing non-conformance was identified on the returned device. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the balloon burst. The initial description indicated the patient has moderate calcification of the native annulus, native leaflet, and aortic root. A detailed root cause analysis for returned balloon bursts complaints due to patient¿s anatomy has been summarized in a technical summary written by edwards lifesciences, ¿risk of balloon burst in a calcified aortic annulus.¿ the technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve, and a balloon burst increases the possibility of leaving protruding material that can interfere with either the patient's anatomy or the sheath during retrieval. Thus, depending on technique and force used by the physician, it is possible for the balloon to tear further or separate into two or more pieces. Based on available information and details from the complaint history review, the suspected root cause is likely due to patient factors (calcification). No manufacturing non-conformances were able to be identified, and no labeling, training, or IFU deficiencies were identified. As a result, no preventative or corrective actions are required. Since no product non-conformances were able to be confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limits, no product risk assessment (pra) escalation is required. The complaint for balloon burst was confirmed, but no manufacturing non-conformities could be found in the returned sample. Review of complaint history revealed similar confirmed complaints (as noted in the complaint review section). We can speculate that the root cause is related to the rationale outlined in the technical summary written by edwards lifesciences. Available information further suggests that patient factors (patient calcification) most likely contributed to the reported complaint event. There is no indication of increasing trend that surpasses control limits for this trend category, therefore, no corrective or preventative action is required at this time.